Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 447 mg/dl. Customer refused to do the troubleshoot. Customer was treated with bolus for the high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the charger was not showing any light after placing a new battery. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.